Manufacturer narrative:
The thermogard xp was returned for evaluation. A visual examination showed the saline bag hook and pump lid sustained physical damage, unrelated to the reported event. The archive data was reviewed and several error messages were observed. The thermogard failed the functionality test due to a defective cooling engine. The reported event of not cooling the patient was confirmed and resulted from a defective cooling engine.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient therapy the thermogard xp ivtm console (s/n (B)(4)) would not cool the patient to the targeted range. At the initiation of cooling, the patient's body temperature was 37 degrees celsius and the thermogard ivtm console was set to max mode. According to the customer, there were no conditions that could impact the flow through the catheter and the customer confirmed seeing the red pin wheel in the suk rotate freely. Approximately two hours after the start of therapy, it was reported that the patient's temperature lowered slightly. However, since the patient's temperature had not reached the targeted temperature, the customer decided to use a surface cooling method to assist with lowering the patient's temperature even further. After an unspecified time, the patient's temperature cooled down to 32 degrees celsius (target was 33 degrees celsius). To rule out the possibility that the temperature probe was faulty, a secondary temperature (an esophageal) probe was used to confirm the patient's temperature, there was no discrepancy between the primary and secondary probes. No patient sequelae was reported. No additional information was provided.